Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. Prior to inserting the device, it was noted the patient had an enlarged left atrium (la), off axis heart and a posterior leaflet flail. Due the off axis heart, imaging was difficult. One clip was inserted and successfully deployed at a2/p2, reducing mr to a grade of 1. The following day, echocardiography was performed and showed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2021, an additional procedure was performed to stabilize the slda. Two clips were successfully implanted, reducing mr to <1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment (slda) and poor imaging appear to be due challenging patient anatomy. The reported recurrent mitral regurgitation (mr) was cascading even of reported slda. Recurrent mr is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. Lastly, the reported additional therapy/non-surgical treatment and hospitalization was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.